Event description:
It was reported that the implantable cardioverter defibrillator and the right atrial lead exhibited crosstalk causing inappropriate mode switch. Programming changes were performed. There were no patient consequences.